Manufacturer narrative:
Date of occurrence for rupture on (B)(6) 2023. A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side exchange with no complaint against the device. Healthcare provider later reported right rupture found during explant surgery. The device has been explanted and replaced.